Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion was located in a calcified and severely tortuous left main trunk (lmt) and proximal circumflex (cx) artery. A taxus stent, of unk size, was deployed in the cx. The physician then attempted to deploy a taxus exress2 3.0x20mm drug eluting stent in the lmt through the proximal cx. The stent delivery system (sds) was unable to cross the lesion and the shaft was kinked. When the physician was removing the sds from the patient, the shaft fractured outside the guide catheter. The device was removed from the patient without complications. The procedure was completed with another taxus stent. Patient status is satisfactory.